Manufacturer narrative:
There was no button error alarm on the insulin pump. There was an intermittent button response due to moisture damage on the keypad trace. The insulin pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the esc button won't reset on the insulin pump. Customer stated that the button was not responding and he received a button error. Customer tried changing the battery and was in the process of changing out the set. Customer pushed the esc button and received a button error. Customer's blood glucose was 162 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.